Manufacturer narrative:
Section h10: (h3) the most likely cause for the revision is prosthesis wear as reported. A contributing factor to the extent of wear on the returned device may be the result of being packaged in a non-conforming bag for more than 5 years. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.

Event description:
As reported, approximately 4 years post op the initial left tka, this 70 y/o male patient was revised. Surgeon preformed a poly swap due to recall poly, poly wear, osteolysis.

Manufacturer narrative:
Concomitant device(s): 4788326 02-010-03-0235 - logic cr femoral cem, left, sz 3.5, 5813622 02-012-45-3545 - lgc tibial fit tray cem sz 3.5f / 4.5t, 5771910 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, d9. The following sections were corrected: b2, g1, g2, h6 clinical code.

Event description:
The poly was broken into pieces posteriorly - the poly and its visible pieces were removed and the knee was irrigated. There was a 15 - 30 minute surgical delay/prolongation. Patient did not experience any adverse events as a result of delay/prolongation. The patient had to undergo revision knee surgery and had to wait to obtain another poly for insertion due to wrong initial insertion and locking. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d. The most likely cause for the revision is prosthesis wear as reported. A contributing factor to the extent of wear on the returned device may be the result of being packaged in a non-conforming bag for more than 5 years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.